Manufacturer narrative:
According to the customer, an rn noted a "decreased urine output" in a patient with a foley catheter. The customer reported that a bladder scan was performed and "517 ml" of urine was noted to be retained. The customer reported that they attempted to flush the foley catheter, but it remained clogged and a new catheter insertion was required. The customer reported that the patient had a bladder rupture that was pre-existing the reported product issue. The customer did not report any serious injury related to the reported incident. No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, an rn noted a "decreased urine output" in a patient with a foley catheter. The customer reported that a bladder scan was performed and "517 ml" of urine was noted to be retained.